Event description:
Doctor was using starclose device on the patient when the device malfunctioned. The physician was going through all the steps. On or about step 2, the patient had significant pain in the groin which was verbalized. We aborted the procedure and removed the device without deploying the starclose. The device was returned to the back table. This was when a large barb was noticed on the delivery tube. The device was removed and retained. This resulted in a skin tear to the patient. The skin tear was made worse with pressure being applied. Doppler was good. Area was dressed. Doctor aware. Pulses good. Follow up phone call to patient will be done on day after procedure. Patient called five days later. Roommate was checking site and reported no problems, just perfect. Patient discharged to home with follow-up discharge call. Post discharge phone call was made. Site stable, care was wonderful. No further questions regarding discharge instructions.